Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of the device/malposition of essure device (location of device: dr. Unsure where it went after perforating tube). Migration of essure device location of device: outside of fallopian tube/failure to occlude") in a (B)(6) year-old female patient who had essure (batch no. 727106, 727066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, facial pain, sore throat, cough, swelling nos, nasal congestion, malaise, fatigue, joint pain, nasopharyngitis, abdominal pain, chest pain, shortness of breath, coughing, vomiting blood, nausea, urination pain, vaginal discharge, vaginal bleeding and trochanteric bursitis from 2012 to 2014. Previously administered products included for an unreported indication: depo-provera from 1996 to (B)(6) 2009. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2017 for birth control as well as fluticasone propionate (flonase) since 2014, fluticasone from 2012 to 2014, naproxen since 2016 and prednisone in 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition") and anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, 3 months 7 days after insertion of essure. The patient was treated with naproxen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, depression and anxiety had not resolved. The reporter considered anxiety, depression and fallopian tube perforation to be related to essure. The reporter commented: the left essure device appears to be outside the left fallopian tube and present intraperitoneally. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded on the right side but not the left. Lot number 727066 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Outcome of the events were updated to not resolved, patient's medical history and concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.